Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was not reported. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with amikacin injection (200mg, intraperitoneal) and vancomycin injection (500mg, intraperitoneal) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a3a, b3, b5, b6, b7, d10, h6 and h11. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was further described as change in caregiver. The peritonitis was manifested by fatigue (which occurred five day prior to the peritonitis diagnosis) and cloudy pd effluent. On an unknown date, pd therapy was discontinued, pd catheter was removed and the patient was transferred to hemodialysis (hd). Hd therapy was ongoing and re-catheterization was not planned. On an unreported date, antibiotics was discontinued. At the time of this report, the patient was discharged and recovering from fatigue; however, was not recovered from peritonitis and cloudy pd effluent. It was reported that retraining was done for patient and caregiver. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.